Event description:
The customer contacted baxter's technical service center to report a system error (se) 2074 on a home choice (hc) machine during use. The hc device went from 5 to 10 cycles with no programming changes or bypasses. The home patient (hp) brought the hc to the clinic due to the number of cycled changed from 5 to 10 even though the program information was copied (tv=10000ml tt=9:30 fv=2000ml lfv=0ml). The baxter technical service representative (tsr) reviewed the therapy logs and found that the hp had gotten a se 2074. The tsr initiated a swap of the machine. The hp's registered nurse (rn) was to program the new hc. The hp is diabetic and is on insulin or diabetes medication. Therapy was discontinued prior to completion of two (2) full cycles. The hp was informed that missed therapy together with insulin or diabetes-related medication use may cause blood sugar to fall, and was advised to talk with their nurse or health care professional immediately after the end of this call. The tsr discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new machine arrives. There was a patient involved and was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The customer contacted baxter's technical service center to report the homechoice (hc) device went from 5 to 10 cycles with no programming changes or bypasses. The baxter technical service representative (tsr) initiated a swap of the machine. The hp's registered nurse (rn) was to program the new hc. There was a patient involved but no patient injury or medical intervention indicated at the time of the initial report. The device was received and evaluated. The rite (return instrument test/evaluation) test was performed. The device passed rite functional and electrical tests. All rite test specifications were met. The reported issue of device going from 5 to 10 cycles was neither confirmed nor duplicated. The assignable cause for the reported issues of the device going from 5 to 10 cycles was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A service history review revealed no issues related to the reported condition.